Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of one or more filter strut(s), tilt and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc and into surrounding organs/tissue. The patient reported becoming aware of the events approximately ten years post implant. The patient also reported experiencing fear, headaches, weight gain, moods, slow circulation in body, pain, hair fell out and swollen legs. Approximately ten years post implant a computed tomography (CT) scan was performed. Reformatted sagittal and coronal images were then submitted for review approximately six months later. That report noted that the filter is tilted, multiple struts extend the ivc extraluminally and reside in soft tissues or muscle. One medial strut is fractured. Additional information received per the medical records indicate that the patient had a history of deep vein thrombosis (dvt) of the left common femoral (non-occluded, dilated), proximal mid and distal left superficial femoral, left deep femoral and left popliteal veins ( occluded, dilated), extensive pulmonary emboli (right upper lobe, right lower lobe, left upper lobe, and left lower lobe plus right internal lobar position), obesity, chronic smoking history with chronic obstructive lung disease (smoking history of tobacco and marijuana) and shortness of breath. The filter was placed via the right common femoral vein and deployed below the l1-l2 interspace level of the takeoff of the renal veins. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Due to the nature of the complaint and the very limited information provided, the reported fear, headaches, weight gain, moods, slow circulation in body, pain, hair falling out and swollen legs could not be further clarified. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a3, b3, b4, b5, b6, b7, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of one or more filter strut(s), tilt and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc and into surrounding organs/tissue. The patient reported becoming aware of the events approximately ten years post implant. The patient also reported experiencing fear, headaches, weight gain, moods, slow circulation in body, pain, hair fell out and swollen legs. Approximately ten years post implant a computed tomography (CT) scan was performed. Reformatted sagittal and coronal images were then submitted for review approximately six months later. That report noted that the filter is tilted, multiple struts extend the ivc extraluminally and reside in soft tissues or muscle. One medial strut is fractured. The indication for the filter placement, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Due to the nature of the complaint and the very limited information provided, the reported fear, headaches, weight gain, moods, slow circulation in body, pain, hair falling out and swollen legs could not be further clarified. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a:&nbsp; the legal brief stated the implant date was circa 2010.&nbsp; the medical implant records state that the device was implanted on (B)(6) 2009.;;

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) (left common femoral vein (non-occluded, dilated), proximal mid and distal left superficial femoral vein, left deep femoral vein, and left popliteal vein ( occluded, dilated)), extensive pulmonary emboli (right upper lobe, right lower lobe, left upper lobe, and left lower lobe plus right internal lobar position), obesity, chronic smoking history with chronic obstructive lung disease (smoking history of tobacco and marijuana) and shortness of breath. The filter was deployed via the patient's right common femoral vein, which was accessed in a retrograde fashion. The filter was placed below the l1-l2 interspace level of the takeoff of the renal veins. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately ten years after the index procedure indicate that the superior end of the cordis filter is at the mid l2 vertebral body. The filter is tilted medially at the superior end and it contacts the inferior vena cava (ivc) wall. The ivc filter is not tilted at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc wall. Two (2) anterior struts perforate the ivc wall both 7mm and contact the bowel. One (1) medial strut perforates the ivc wall 6mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 7mm and contacts the l3 vertebral body. One (1) posterior strut perforates the ivc wall 6mm and contacts the right psoas muscle. One (1) lateral strut perforates the ivc wall 7mm and resides within the soft tissues. No hemorrhage was seen. No thrombus was seen within the ivc. There is one (1) medial fractured strut. Additional information received per the patient profile form (ppf) states that the patient experienced one medial fractured strut, perforation of filter struts outside the ivc and perforation of filter struts into organs. The patient became aware of the reported events approximately ten years after the index procedure. The patient has also experienced fear, headaches, weight gain, moods, slow circulation in body, pain, hair fell out and swollen legs.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of one or more filter strut(s), tilt and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc and into surrounding organs/tissue. The indication for the filter placement, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of one or more filter strut(s), tilt and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc and into surrounding organs/tissue. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.